Event description:
The hcp reported the pt experienced electric shocks with the use of his neurostimulator, turning the stimulation off. A problem with the connection was suspected, but the pt experienced shocking after the neurostimulator was replaced; therefore, a problem with the electrode or the extension is suspected. Refer to medwatch report #2182207200800137.